Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states: out of the box on the first use, this applier will close but then the jaws will not open back up. I had them milk it with no change. There was no patient injury.

Manufacturer narrative:
(B)(4). The DHR for the instrument in question, was reviewed and found completely without any irregularities. This instrument was manufactured as a 544995 at the (B)(4) facility as part of a 50pc. Lot in (B)(6) of 2017. The returned instrument was evaluated and found that as received the handle to jaw mechanism were binding making it difficult to pick-up , retain, close and release a clip thus we are able to validate the alleged complaint. Further evaluation revealed that once disassembled the bottom end of the drive rod (n00190) where it engages with the jaws was badly twisted and damaged. Parts were 100% visually inspected and tested at the (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. We are unable to determine how this instrument has been stored, handled and cleaned by the end users facility. At this time it is undetermined as to how this was caused but mishandling at the end customers facility is suspected. No corrective action required at this time.

Event description:
The complaint states: out of the box on the first use, this applier will close but then the jaws will not open back up. I had them milk it with no change. There was no patient injury.